Event description:
It was reported that (B)(6) 2010: per medical records, patient presented with lower back pain and right lumbar radiculopathy since motor vehicle accident in (B)(6) 2008. On (B)(6) 2010: pre-operative diagnosis-low back pain, lumbar radiculopathy post-operative diagnosis: low back pain, lumbar radiculopathy operative procedure: l5 laminectomy, bilateral medial facetectomy and foraminotomy l5 transpedicular transfacet decompression for placement of interbody cages s1 laminectomy, bilateral medial facetectomy <(>&<)> foraminotomy s1 transpedicular transfacet decompression for placement of interbody cages plif l5-s1 posterolateral arthrodesis, l5-s1 placement of autograft morcelized bone harvesting with bmp for posterolateral arthrodesis repair of cerebrospinal fluid leak (B)(6) 2011: impression- postsurgical changes at l5-s1 with an instrumented lumbar fusion and laminectomy. Fibrotic changes posterior to the thecal sac but no evidence of a recurrent disc protrusion. No central stenosis. Evaluation of the neural foramen is very limited however, due to artifact from the patient's hardware. Mild loss of height of the l3-l4 disc space but with no evidence of disc protrusion or bulge at that level and no neural foraminal narrowing. On (B)(6) 2012: impression- two spinal cord stimulators placed in the posterior epidural space of the lower thoracic spine

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.